Manufacturer narrative:
Follow-up #1: date of submission 26-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed no evidence of power or reset issues. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. During testing, the pump successfully completed the rewind, load, and prime steps without any power issues, reboots, or call service alarms. The pump successfully completed the 24 hour duration test without any issue or power interruptions. The original complaint of an intermittent power issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.